Event description:
It was reported to gore that the patient underwent surgical treatment with a gore-tex® vascular graft. Reportedly, the prosthesis was implanted on (B)(6) 2007,as a humoro-axillary bypass in order to create an access for hemodialysis. On (B)(6) 2022 after about 14 years and 9 months, the prosthesis was explanted due to an infection.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Additional information in regard to the event were requested from the physician eg: the serial number and gore will commence the investigation once the serial number is received. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6: corrected imdrf codes.